Manufacturer narrative:
Additional information was received on (B)(6) 2018. The impacted product was a mentor smooth round moderate profile 200cc saline prosthesis. Has been populated with the additional information obtained. A device history record review is in progress. Once completed, a supplemental report will be submitted. The mentor failure analysis lab received the device for evaluation on (B)(6) 2019. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a patient had an unknown saline prosthesis implanted on an unknown date and experienced deflation post procedure. As a result, the patient had the device explanted (B)(6) 2018. No additional information has been made available. If additional information is made available in the future a supplemental report will be submitted at that time.

Manufacturer narrative:
Additional information was received on 2/20/2019. In addition to the deflation reported previously, infection was also noted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 6/18/2019. Device evaluation summary: according to the information received deflation and wound infection were reported. During evaluation of the sample two creases were observed, and a tear measuring approximately 0.2 cm was noted within a fold or wrinkle on the posterior aspect of the implant. In addition, one crease was observed on the anterior aspect. No other anomalies were observed. A fold or wrinkle rupture is a known inherent risk associated with the use of mammary prostheses. As stated in the product insert data sheet, creating wrinkles or folds should be avoided during implantation or other procedures as it can result in rupture in a later time. Infection, manifested by swelling, tenderness, pain and fever, may appear in the immediate postoperative period or at any time after insertion of the implant. In the absence of classic symptoms, subacute or chronic infections may be difficult to diagnose. If infection does not subside promptly with the appropriate treatment, removal of the implant is indicated. Infection is a known complication associated with any surgery. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The device history record (DHR) for the lot number 7562726 was reviewed on 1/23/2019 and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer¿s reference number: (B)(4).